Event description:
During laparoscopic cholecystectomy, surgeon fired the clip applier and two staples came out together. Staples removed. Device was taken off the field and replaced with same type. No patient harm.